Manufacturer narrative:
Additional information received by smiths medical that there was no patient involvement.

Manufacturer narrative:
Device evaluation: one smiths medical cadd-legacy plus pump was returned for analysis in used condition. Visual inspection showed the battery door was missing. Review of the event history log showed the pump displayed an occurrence of the power being lost while the pump was on. Functional testing involved simulated use, sensor verification and delivery accuracy and showed the device did not duplicate the reported issue. The microprocessor board was replaced and the software was reloaded as preventive actions. The problem source could not be identified. Based on the investigation, despite evidence of the reported issue in the event history log, the complaint allegation was not confirmed.

Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump lost power when the pump was on. No adverse effects were reported.